Manufacturer narrative:
The date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient did not charge their ipg battery as recommended. As such, the ipg became inoperable. Surgical intervention took place to address the issue.